Manufacturer narrative:
Manufacturer's investigation conclusion: the patient underwent a routine heart transplant on (B)(6) 2021. As an incidental finding, the investigation of mlp-020408 revealed kinks in the external pump cable, one of which had small tears, and an issue with the drive current phase 2, resulting in a loss of the ability to start and operate the pump post-support. The specific failure mechanism of the drive current phase 2 or when it occurred could not be conclusively determined. Mlp-020408 was returned assembled with the pump cable severed approximately 9.5¿ from the pump header. The remainder of the pump cable measuring approximately 18¿ was returned along with the modular cable. Approximately 5.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any significant surface scratches or defects that would have indicated any issues during support. A kink in the silicone of the pump cable was noted at the terminus of the inline connector bend relief and approximately 10¿ from the inline connector. Small tears in the pump cable silicone were noted in the distorted kink area approximately 10¿ from the inline connector. The pump cable unkinked upon removal of the silicone jacket, and minor fluid ingress discoloration was noted beneath the kink with jacket tears at approximately 10¿ from the inline connector. The wires beneath the kinked areas of the pump cable were unremarkable. Mlp-020408 was cleaned, rebuilt, and connected to an hm3 (heartmate 3) functional tester. It was noted that the rotor would levitate, but not rotate during startup. Due to this startup issue during several of the attempts to operate the pump post-support, mlp-020408 was sterilized and forwarded to the abbott zurich facility. The non-destructive investigation of pump mlp-020408 showed an inability to initialize the drive current phase 2. As a consequence, no current can be set in this current phase, which makes a proper motor start-up and operation impossible. It is not possible to determine the failure mechanism or when it occurred. There were no operational issues reported during clinical use and the initial inspection of the pump rotor and rotor well found no significant scratches indicative of the rotor spinning against the rotor well prior to product return. The testing observations were not related to the patient¿s routine transplant. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended during support. The relevant sections of the device history records for mlp-020408 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ and section 6 ¿patient care and management¿ of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine transplant on (B)(6) 2021. During investigation of the returned pump there was a kink found in the external pump cable with small silicone jacket tears at the kink. A startup issue during functional testing was also noted.